Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps. 6400 complaint of failing accuracy -9.75% was not revealed in the event log and during testing to duplicate accuracy the device fell with the specification of +/-6%. Testing revealed when duplicated 1.67%, -2.26%, and +2.57% and +/-3.0%. The physical condition of device revealed battery cover was difficult to remove. No action taken as no fault could be established and unknown cause. Routine maintenance was done.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps. 6400.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-9.75%). No patient was involved in this event. No adverse effects were reported.